Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white connector not transferring data tot he system monitor was confirmed via the returned controller. The heartmate 3 system controller was returned to abbott burlington for evaluation and a log file was downloaded. The submitted log file contained data spanning an unknown amount of time due to the system controller clock being reset to the default time and date of 01jan2000 at 0:00:00. Additional events were captured when the controller was returned to abbott for analysis; however, the system controller clock was set to the default time and date. The controller was reset due to the system controller backup battery becoming uninstalled to swap the controller power cables during testing. There were no events in the log file that indicated an issue with communication with the system monitor. The returned system controller was submitted for preliminary and functional testing. The controller was connected to a test power module and system monitor, and the white power cable was not communicating with the system monitor, confirming the reported event. The power cables were exchanged with known working power cables and the controller was re-submitted for testing. The controller was functionally tested and passed all steps of testing without issue. The returned cable was then tested for current leakage and passed. The resistances of each underlying wire were measured and the orange communication wire on the white power cable was found to be electrically open, indicating a break in the wire. The polyurethane jacket of the power cable was dissected to find that there was a clean cut in the orange communication, which explains the root cause for the reported event. The root cause of the reported event was determined to be a damaged underlying wire; however, the root cause of the damaged wire could not be determined through this analysis. During the investigation there was an incidental finding of fluid ingress. A green fluid contaminate consistent with fluid ingress was observed in the power cables. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, low voltage advisory/hazard alarm conditions no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's white connector was not transferring data to the system monitor. The system controller was returned for evaluation.